Event description:
Consumer complaint of high blood results, via home health nurse ladona. Expected blood glucose results fasting range from 100 to 106mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed using both meters and test result was 102mg/dl with wife's meter and 137mg/dl with his trueresult meter. Currently taking medication and insulin to manage diabetes. Blood test performed during call fasting ((B)(6) 2015; 11:57am) with result of 105mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 105mg/dl, (B)(6) 2015, 10:50am; 112mg/dl, (B)(6) 2015, 10:49am; 102mg/dl, (B)(6) 2015, 10:39am; 103mg/dl, (B)(6) 2015, 10:30am; 278mg/dl, (B)(6) 2015, 11:19pm; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.